Event description:
It was reported that at a scheduled followup, telemetry could not be established and there was no magnet response. It was noted that the patient had an underlying heart rate of 60 beats per minute. It is not known if the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.